Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced and was hospitalized for peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was not reported. The treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient's date of birth was not provided; however, it was stated the patient was born in 1963. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No cause was determined.

Manufacturer narrative:
(B)(4). Dianeal therapy was withdrawn and the catheter was removed. The patient recovered from this peritonitis event.